Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient received a replacement ins, a rechargeable one, and the patient hasn't had the same level of therapeutic benefit as before and falls a lot. The healthcare provider is aware of their dissatisfaction and patient has had several reprogramming sessions. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.